Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received numerous inappropriate shocks for fast atrial tachycardia rhythms. It was reported therapy was exhausted in one episode. No adverse patient effects were reported.

Manufacturer narrative:
Boston scientific technical services (ts) discussed detection enhancement programming options. Records indicate this device remains in service. Should additional information become available this report will be updated.

Manufacturer narrative:
Records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Additional information was received indicating there was a concern the battery was depleting prematurely due to the inappropriate therapy. It was reported the patient is non-compliant with follow-up appointments after therapy is delivered. No adverse patient effects were reported.